Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that a few weeks ago, the patient went through a metal detector with the stimulator turned on and with the therapy handset with them. After passing through, the patient noticed that an exclamation mark appeared on the program in use, which no longer allows patient to increase the intensity. Before this incident, the lead had all impedances under 4000; after passing through the metal detector, the impedances on all four poles are above 4000. The patient had been informed of the procedure to follow in these situations. They initially refused to go through, but was apparently urged to do so anyway because the gate was supposedly not active. Patient therefore did not turn off the stimulator before passing through.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep indicated that the patient's device was intended to treat constipation. The rep reported that the cause of the patient not being able to increase intensity anymore and having high impedances, >4k, on all four poles was due to walking through the security screener. The rep noted that the steps taken to resolve the issue were unknown and the issue has not yet been resolved. The rep also reported that, for all answers that were unknown, they have requested this information from the physician and/or patient.